Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient had not called the rep back to clarify what the issue might have been. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. Beginning sometime in 2018 the patient¿s ins was not working. There were no known causes. The hcp instructed the rep to call the patient so they did and left a voicemail but the patient has not called back. The rep would not have more information until the patient calls them back. The issue was not resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.